Event description:
The sales representative reported on behalf of the customer that the 139107 ultraclean 6 in. Blade 50/case was being used on (B)(6) 2023 during a breast augmentation procedure and ¿bovi tip burned through the plastic burned patient on the breast. Patient injury, used the burn as part of the incision. Not fatal. Completed surgery¿. After further assessment it was found, the procedure was completed, "they incorporated the burn into the incision for the patient". The patient received a 3rd degree burn. It was learned that "burned through plastic" was referring to "the plastic covering the bovie tip metal at the proximal end of the bovie tip." There was a ¿minor delay¿. Patient was discharged home without issues and there was no extended hospitalization. This report is being raised on the basis of injury due to patient receiving 3rd degree burn.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 16 reports, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000002. Per the instructions for use, the user is advised the following: keep active accessory away from the patient when not in use. An accessory holster may be used to hold active accessories safely. Improper electrode installation may result in injury to the patient or operating room personnel by arcing at the pencil/electrode connection. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 139107 ultraclean 6 in. Blade 50/case was being used on (B)(6) 2023 during a breast augmentation procedure and ¿bovi tip burned through the plastic burned patient on the breast. Patient injury, used the burn as part of the incision. Not fatal. Completed surgery¿. After further assessment it was found, the procedure was completed, "they incorporated the burn into the incision for the patient". The patient received a 3rd degree burn. It was learned that "burned through plastic" was referring to "the plastic covering the bovie tip metal at the proximal end of the bovie tip." There was a ¿minor delay¿. Patient was discharged home without issues and there was no extended hospitalization. This report is being raised on the basis of injury due to patient receiving 3rd degree burn.